Event description:
It was reported that the patient entered the hospital with an acute coronary syndrome (st-elevated myocardial infarction). An angiogram revealed a ruptured plaque in the mid left anterior descending (lad) artery directly distal to the bifurcation in the diagonal 1. The vessel was neither calcified nor tortuous. A non-abbott guiding catheter was placed and a pilot 50 advanced into the distal lad. A non-abbott balloon (2.5 x 10 mm) was advanced into the lesion and predilatation performed at 14 atmospheres (atm) for 5 seconds (sec). The ruptured plaque was pressed against the vessel wall. The physician advanced an implant (unknown size) into the lesion and performed the inflation up to 12 atm for 35 sec. After the inflation, the balloon was fully deflated; however, strong resistance was felt when the delivery system was retracted into the guiding catheter, but the physician managed to remove it from the patient. The physician kept the balloon on negative pressure during removal. After withdrawal, the balloon was noted to be tightly folded, more in the distal part than in the proximal part. Post-dilatation was then performed with a non-abbott balloon (3.0 x 10 mm) to ensure that the implant was still apposed to the vessel wall. The final result was excellent. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. Based on the information reviewed, there is no indication of a product deficiency. Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s. The product code listed and the PMA# listed is based on the predicate device (xience v stent system) that is determined to be same and similar to the delivery system of this device.